Event description:
The customer reported that no red alarm was provided for a low blood pressure event.

Manufacturer narrative:
The customer reported that no red alarm was provided for a low blood pressure event. Note that low blood pressure limit violations are yellow alarms and are never red alarms for all models of philip's monitors. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).